Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 8atm and 10atm; however, it was noted that the balloon ruptured at second inflation. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.